Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a maxforce biliary catheter balloon was used during a procedure.according to the complaint, the balloon broke during the initial dilatation. No patient complications have been reported as a result of this event.attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4):the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.